Manufacturer narrative:
The electrode lot number and expiration date were not provided. The investigation is ongoing.

Event description:
There was an allegation of questionable sodium results from the cobas 6000 c501 module. Patient 1 initial result was 227 mmol/l, and the repeat result was 143 mmol/l. Patient 2 initial result was 227 mmol/l, and the repeat result was 138 mmol/l. Patient 3 initial result was 185 mmol/l, and the repeat result was 133 mmol/l.

Manufacturer narrative:
The field service engineer found an issue with a rinse tube. The investigation determined that the service actions resolved the issue.